Event description:
Caller states the cuff would not stay inflated, the end physician. Caller confirmed extubation and recannulation of replacement tube was required. Per caller, the circulating nurse said there was no pt harm.